Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 400 mg/dl. Customer reported to have been hospitalized five times since (B)(6) 2015. Customer does not have much memory of other hospitalization. Customer's recent hospitalization was on (B)(6) 2015 and was hospitalized for three days with diabetic ketoacidosis. Customer reported that high blood glucose was due to infusion set detaching during the night. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was determined that insulin pump was functioning correctly. Diabetic educator determined that insulin pump was working as designed.